Manufacturer narrative:
Unit was received with flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test due to flashing white lcd. Unit was received with minor scratches on lcd window, scratched casing, and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a scratched screen. The insulin pump was dropped on the floor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.